Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted (B)(6).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced for unknown reasons. It was later reported that the crt-d was replaced due to battery depletion. High threshold and low impedance values were also observed on the epicardial left ventricular (lv) lead which remains in use. No patient complications have been reported as a result of this event.